Manufacturer narrative:
Unit received with partial display and black lines across the screen due to cracked lcd glass. Unable to perform testing due to display anomaly. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that part of the insulin pump¿s screen was not there. There was also a crack on the device. The customer¿s blood glucose had been running both low and high but it was not due to the insulin pump. They had been adjusting the doses on the basal. The customer's blood glucose was 3.8 mmol/l. The device had not been dropped or bumped. The insulin pump will be returned for analysis.